Event description:
It was reported that during an lar when examining the staple line, it was discovered three or four staples did not form and were in different positions anatomically. The surgeon did not oversew the staple line, and the case was completed with no consequences. A two-week post op follow up confirmed patient is fine.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tissue with what appears to be 3 malformed staples on it. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined.